Event description:
Hill-rom received a report from the account stating the bed exit will not alarm. The bed was located at the account on the 5th floor in storage. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The service technician found that the bed exit would not alarm due to the load cell three being damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance of this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the load cell three to resolve the issue. Based on this information, no further action is required.